Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that initially, when the patient was implanted and they asked the patient after increasing the stimulation post implant if the patient could feel the stimulation, and the patient replied "yes" but did not specify where they felt it. Since the beginning, the patient had been feeling the stimulation in their hip and never in the vaginal area like they should have been feeling the stimulation. The caller stated the patient had no reduction in their symptoms of incontinence so the managing health care provider (hcp) had the patient come in to the office and increased the stimulation for the patient and it was then the patient pointed to their hip to indicate that was where they felt the stimulation and the hcp only then recognized that since implant the patient had been feeling the stimulation in the wrong location so a revision was scheduled. The patient had their revision surgery yesterday ((B)(6) 2023) and since then, the patient has had extreme incontinence. The caller stated the patient flooded their bed and when they got back to recovery last night, and that the patient had to get up and change t heir pads 5 times during the night. The caller stated the patient had been in and out of consciousness from the procedure yesterday and at one point stated they thought they felt the stimulation in their hip but when they asked the patient after they woke up and were fully conscious if they were able to feel the stimulation, the patient stated they weren't really feeling anything. The caller stated they had called the patient's managing health care provider to see if they could adjust the therapy and the healthcare provider had not yet returned their call. Patient services reviewed therapy expectations and stimulation considerations with the caller and the caller was able to connect to see the patient's settings. The therapy was on. The caller was going to increase the patient's stimulation in the hopes that when they did, the patient would start feeling the stimulation in the bike-seat region. They were also going to continue to try to contact the patient's healthcare provider to further address the issue and to discuss their symptom concerns.